Event description:
This ra lead was implanted on (B)(6) 2015 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that there were loss of capture seen on the telemetry strips. It was also mentioned that automatic capture was turned off in both chambers and multiple auto and manual tests with good thresholds were done. No known physician at (B)(6) cardiology in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).